Event description:
Pt needs extra syringe 50-60ml and cadd ext set as pt reported that about 4 months ago, he had defective supplies and has occasionally dropped some supplies on the floor and would like to replenish that supply. No additional information or details available. "Did the reported product fault occur while in use with the patient? No; " did the product issue cause or contribute to patient or clinical injury? No;" "is the actual device available for investigation? Yes, upon return, " did we replace device? Yes; " did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes"; is the infusion life-sustaining? Yes"; what is the outcome of the event? Resolved.